Event description:
It was reported that during a procedure, the sureflex fiber made contact in the hand of the operative aid. The operator received a "palm burn." The fiber was exchanged and the second fiber was used to complete the procedure. No harm to the patient was reported. There was no report of any treatment for the operator's palm. This information was translated from french to english.

Event description:
When the fiber failed a "noise" was noted. There were no consequences for the patient. There has been no further information to confirm the operator received a "palm burn"; no treatment was reported. This information was translated from french to english.